Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint based on production testing as the temperatures during quality testing did not exceeded requirements. The returned attachment was tested by manufacturing personnel and did not meet specifications for water spray, cap temperature and current draw test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 39.7 c and 42.1 c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Moderate debris was noted inside the head and cap cavities. Debris and slight corrosion was also seen on the inner components. It is possible that a lack of lubrication and debris accumulation may have caused friction and as a result increased the temperature causing the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.